Event description:
It was reported that the 9800 system displayed a; low ma, charger failed, low kv, and filament regulator errors during a case. Pressing a key cleared the error messages. Five cases were completed with this condition. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced defective batteries, hv tank and a broken monitor cart handle. The system was tested and found to be working as intended and placed back into service.